Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a pacemaker exhibited a lead safety switch due to out of range impedance measurements, noise, and oversensing. Troubleshooting options were discussed. No device or patient information was available despite attempts to gain additional information from the field. No adverse patient effects were reported.